Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a malfunctioning gastric stimulator with erosion of the leads into the stomach. It was noted that the patient underwent surgery to replace her gastric stimulator battery on (B)(6) 2014. It was noted that the device was replaced and the device was functioning. It was noted that the reported event was ¿hospitalization.¿ it was noted that the patient recovered without sequela. It was noted that there were no complication sand the patient tolerated the procedure well. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information received reported that the reporter could not see anywhere where the leads eroded. It was noted that they just found battery expiration with nausea and constipation. It was noted that the battery was replaced on (B)(6) 2014. Additional information received reported that the battery depletion was expected due to high settings placed by the physician. It was noted that no abnormal battery depletions were observed.

Manufacturer narrative:
(B)(4).